Event description:
The following information was reported: the balloon ruptured. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. There was resistance while pulling back. Procedure type: intervention peripheral sheath size: 7f stick location: medium vessel size: 7 mm in the doctor's opinion, the event was caused by the mynx device/procedure because the balloon failed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).